Event description:
Report 1: when priming primary IV tubing (baxter continu-flo solution set with duo-vent spike, lot # (10)r25h22116), fluid startedspraying out of the side. Upon close inspection there was an 8mm long hole in the tubing. The packaging was undamaged so it appears to be a defect. The IV fluid being primed was normal saline so no harm occurred.report 2: while priming the nightly tpn [total parenteral nutrition] tubing (the clearlink system non-dehp solution set with duo-vent spike), there were air bubbles toward the last bit of tubing prior to the part of the tubing that would be connected. There were a lot of bubbles that would not go away. There was also leaking of tpn fluid from that slit. Report 3: IV tubing infusing lipids into central line was found leaking out lipids from the y port below the infusion pump. Infusion was stopped early remaining 7 cc of lipids were held.